Event description:
Significant force was required to advance the delivery catheter. Significant force was required to retract the delivery system jacket. Leak was observed in the contralateral limb and sealed with an aneurx cuff.